Manufacturer narrative:
The insulin pump had unresponsive button then button error alarmed due to corroded keypad trace. No moisture damage found on electronic assembly and motor. The insulin pump was unable to perform the operating currents to verify the failed battery test and battery out limit alarm due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm, battery out limit alarm and failed battery test alarm. The customer reported that the buttons were unresponsive. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.